Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the first device. Customer returned one broken puendo5 from batch number 0000191766, and one broken puendo5 from lot number 0000195109. Using microscope visually checked tips. Instrument s were broken as indicated in complaint. No manufacturing defects or markings were noted on instruments. Nothing unusual to report was found during the DHR review. Recommended power settings for the puendo5 are a minimum setting of 1 to a maximum setting of 4. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. It is recommended that the tip be at treatment site before engaging power. Root cause of breakage cannot be determined.

Event description:
In this event it was reported that two proultra endo tip #5 broke during use; no injury resulted.